Event description:
It was reported that during a laparoscopic prostatectomy procedure, the devices had no function after a few seconds. The generator display shows instrument error. A same like device was used to complete the procedure with no patient consequence. No further information is available.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that hte device a and device c were returned with the blades gouged and cracked. The devices were tested with a generator and an error code 5 was received. The analysis results found device e was returned with the distal tip of the blade broken off. The identified blade damage may have occurred from external contact during pre-op or general use. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.